Event description:
Dexcom g6 glucose monitor stops working intermittently without notice or reason. 8 calls to dexcom desperately requesting a call back from tech person who can figure why the dexcom stops working. I am a type 1 diabetic and rely on warnings while driving and especially sleeping. I have had several episodes of dexcom stopping in middle of night and waking up w/ blood sugar so low that I have to have assistance to stay conscious. It gave me no warning that it was disconnecting. I have 8 requests for call backs and 8 requests for corporate phone number to no avail. Today they refused to give me the ceo's email so that I can let him know the problems with g6. They tell me they don't have this problem with g6 - when I myself have called in 2020 alone 8 times. They will not review this problem with me prior to (B)(6). This has been a recurring problem since I started the g6 over a year ago. My experience with prior device g5 was always successful. FDA safety report ID# (B)(4).